Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 28th september 2011. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2016. On the (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. Information from the history log show a significant decrease in voltage from the previous successful self-test. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The device recorded two additional low battery fails on the (B)(6) 2017. No further log entries were recorded. A test pad-pak was inserted into the device. The device failed a self-test during a manual power cycle and gave a ¿warning, low battery, device service required¿ prompt and a flashing red status led. This would confirm the reported fault. The device was disassembled to investigate. Upon visual inspection of the pcba, capacitor c9 was found to be vented. This would suggest the capacitor had failed. The functionality of the circuit is tested at both the pba test and the final test. Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the (B)(6) 2016, therefore, it is assumed the component failed after this time.

Event description:
There was no patient involved. The device had a low battery prompt with known good pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The device had a low battery prompt with known good pad-pak